Event description:
Additional information received reported that to the reporter's knowledge, the patient was doing fine. The reporter further stated "we have not heard from her since". Information reported made it unclear if/when a revision did take place as was planned.

Manufacturer narrative:
Product ID 8709. Serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that dye was injected via the catheter access port (cap) and it was noted by the physician that there was a catheter fracture. The patient would be scheduled for a catheter revision. There were no patient symptoms/injuries related to this event. The pump system was being used to deliver fentanyl and morphine. Additional information has been requested, but was not available as of the date of this report.